Event description:
Patients lips have been swollen for 10 days. Patient had revanesse lips injected 4 months ago. Patient had previously had different lip filler (product unknown by patient) and wanted them fixed. Revanesse lips was injected over filler to correct. Patient loved results, but now 4 months later has swelling that has lasted 10 days.